Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure, the perfusionist noticed a non-lighted light emitting diode (led) on the battery module of heart lung machine (hlm). The green battery light (left most led) was noticed to be non functional during the surgical procedure on (B)(6) 2019. The perfusionist did not lose alternating current (ac) power during the procedure, therefore the patient was not placed into a hazardous situation. The non-functional led did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the incident.

Manufacturer narrative:
Updated blocks: device evaluated by MFR. The reported complaint was confirmed. The user facility's biomedical technician is trained by the manufacturer. He replaced the light emitting diode (led). The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical technician (bmet), the battery status was monitored during the case. After case, he tried to reset the unit but the problem persisted. He will be replacing the led.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the green left-most light emitting diode (led) on the heart-lung machine (hlm) battery module was not turning on. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.